Event description:
Repair request initiated for device with the report of problem not reported. No patient impact reported. Repair request escalated to a product event due to evaluation finding of detached bearings.

Manufacturer narrative:
H3: product analysis :evaluation of the device determined that there was detached bearings. The likely cause was identified as worn tube. It was also noted laser markings and color band faded. B5:date of notification is 2024-april-05. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.